Event description:
A concern was reported regarding two zip-fix guns. The surgeon felt that intra-operatively the guns were cutting the zip ties longer than before, the surgeon adjusted the length of the tip tie end. This was not revision surgery, no surgical delay reported and procedure was successfully completed. Patient was reported to be clinically stable this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant and explant dates: device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the product investigation reported the two second generation instrument showing little - to no marks on their moving parts which indicates a short time use of the device. No screws are loose or other damages are identified both returned instruments of lot numbers: 8497301 and 8520341 have been inspected on functionality. No issue was identified. The handling test with each of the returned instrument and three implants was preformed afterwards. The 2 times three (3) implants could be tensioned and cut as per the design intent. After cutting the excess material off the implants the protruding excess material had the correct length - as per the design intent. However, it was found that the instrument returned had not been lubricated as per the instructions provided by the manufacturer. There was no design related issues found on the returned instrument. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.